Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. Please provide procedure name. Was there any change in the patient¿s post-operative care due to the 5 to 10 min prolonged procedure? A manufacturing record evaluation was performed for the finished device batch, and no non-conformance's were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). Photo analysis: visual analysis of the individual image submitted to ethicon for evaluation determined that a sealed package with product code 8726h could be seen. Image is not clear to determine failure mode or reported condition. No conclusion could be reached as to the cause of the reported complaint, as the sample was not returned for analysis. Related events captured via: 2210968-2022-03750.

Event description:
It was reported that a patient underwent an unknown procedure on 04/23/2022 and suture was used. During the procedure, the suture broke. The surgery was delayed 5 to 10 minutes. There were no patient consequences and the procedure was completed successfully using new product. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 7/6/2022 additional information was requested, the following was obtained: * please provide procedure name - CABG * was there any change in the patient¿s post-operative care due to the 5 to 10 min prolonged procedure? No * please provide the return status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. - sales rep confirmed sample availability. Post receipt and shipment rmao will be updated. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related events captured via: 2210968-2022-03749 and 2210968-2022-03750 product complaint # pc-001113204 date sent to the FDA: 7/6/2022 corrected information: d1 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related events captured via: 2210968-2022-03749 and 2210968-2022-03750